Event description:
Boston scientific received information that this right ventricular (rv) lead and pacemaker exhibited high out of range pacing impedance measurements greater than 2,000 ohms. No anomalies were observed through fluoroscopy. An invasive procedure was performed. The atrial set screw was noted to be tight, however, was able to be loosened successfully and the lead was removed from the device header without incident. The lead was surgically abandoned and replaced and the device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the right ventricular pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.